Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on two leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.